Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. During setup, a defective regurgitation valve was noted, and a lot of air was seen. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was discarded and therefore will not be returned.